Event description:
It was reported, that this right atrial (ra) lead dislodged. And subsequently, was surgically capped/abandoned. (I.e., it remains implanted, but is no longer in service). Besides surgical intervention. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).